Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose level of 479, 474 and 447 mg/dl¿s. The customer¿s mother reported that the high blood glucose levels began on (B)(6) 2017. The customer¿s mother stated her son had issues with high blood glucose¿s. The customer gave himself numerous corrections and the mother wants to know why he was able to do this. The customer¿s mother declined troubleshooting for the high blood . The product was not returned for analysis.